Manufacturer narrative:
Infection is a known inherent risk of surgical procedures. For this case, the physician was not comfortable treating the infection with antibiotics only and chose to remove the nalu system completely. Details regarding the nature of the infection were not made available to the firm for further analysis.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 and subsequently developed an infection at the incision site. The nalu system was explanted on (B)(6) 2022 due to the infection.